Manufacturer narrative:
(B)(4): a review of the pump history does not show that a load step malfunction occurred. Unrelated to the complaint the pump emitted a call service alarm during the rewind step. Moisture and corrosion was observed inside the battery compartment. The pump was opened and moisture and corrosion was observed inside the pump. A leak was found in the battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). Correction/removal number: 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly did not detect the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.